Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Fdc d20 is applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2022-08-23 h6: previously applied code fdc d16 is no longer applicable. Fdc d02 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface box will intermittently loose connection with the nim vital when it is connected with the wire. It seems there was an issue with the connector on the patient interface box. When testing on other nim vitals the cord does not lose connection if moved the cord around as if in a case. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), manufactured date: 2022-08-23. D9: product returned date: 03-may-2024. H3: product analysis found verified plug damage. Unit presented with updated software:(v1.4.3), fully charged batteries, and a cracked outer shroud. H6: codes applicable are fdm b01, fdr c07, fdc d16 and additional code g04070. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.